Event description:
Received information, the patient had good effect with his stimulation until he started to notice tremors returning. The hcp tried to use other contacts but they were not effective. Impedances were measured and found to be >4000 ohms on every pair involving contact 2. Since it was the only contact giving therapeutic stimulation, hcp decided to do troubleshooting of the system in the operating room. After opening the connection between the lead and the extension and not finding any abnormality on the lead, it was decided to replace the extension. With the new extension in place, impedances were checked again and now contacts 0 and 3 were showed >4000 ohms and contact 2 was okay. The lead was thought to have been damaged by manipulations during the troubleshooting process. The lead was not replaced since contact 2 was okay and this is the one needed for therapy. The outer part of the ins was also damaged when the surgeon extracted it, so it was replaced.

Manufacturer narrative:
(B)(4).